Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant, lot number a00057560, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a hongkonger physician and concerns a female patient. She was injected with a total of 0.2 ml of radiesse(+), into the glabellar region (intentional device misuse), on (B)(6) 2022. Batch number was reported as a00057560 (expiry date: 04/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00057560 (expiry date: 04/2024). A lot search in the global safety database was conducted. Radiesse(+) was diluted in a 1:2 ratio (product preparation issue, off label use of device). On (B)(6) 2022, during the radiesse(+) injection, the patient experienced whitening of adjacent skin. The injection was stopped right away and aborted. Erythema and low capillary refill over mid forehead were observed and a vascular occlusion was suspected. Corrective treatment included repeated hyalase injection to surrounding tissues and the site of injection. The perfusion improved. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on (B)(6) 2022: the patient was injected at the subcutaneous layer, using a 25g 40mm cannula. The procedure was a subcision followed by collagen stimulator injection to improve the appearance of an atrophic scar. Radiesse(+) was hyper diluted with normal saline (reported as ns). The total volume injected was 0.2 ml of the mixture. The patient did not have aesthetic injections in the past. On (B)(6) 2022, after the radiesse(+) injection, the pallor around the injection site was noted. Corrective treatment included antibiotic, anti-platelet, and anti-inflammatory agents which were prescribed to reduce inflammation and infection. On (B)(6) 2022, corrective treatment also included hyalase. The patient was reviewed the next morning and the symptoms over the forehead including pain and erythema improved. Capillary (reported as cap) refill was about 1 second, but the perfusion to the right upper eyelid was still suboptimal with erythema/pallor, some tenderness and a capillary refill of 2 seconds. On (B)(6) 2022, the reporting physician again applied hyalase. As reported, at 9 am, one more round of hyalase injection (reported as 1500 units in 1 ml of normal saline, volume 0.5 ml), massage and warm compress were done. The patient was then escorted to hyperbaric oxygen treatment. The patient was reviewed again after hyperbaric oxygen therapy. The perfusion to forehead continually improved but the perfusion to right upper eyelid was still fair. On (B)(6) 2022, (B)(6) 2022, on (B)(6) 2022 and (B)(6) 2022, a consulting physician gave the patient another hyalase injection, indiba treatment and hyperbaric oxygen therapy. The patient refused to have one more round of hyalase. She also expressed her wish to seek a second opinion and was therefore referred to the other physician for the second opinion. On (B)(6) 2022, the patient only consulted the second physician, who claimed that the patients condition achieved a stable stage. There were no more hyalase injections, indiba treatments or hyperbaric oxygen therapy needed. As the patient needed to go for a business trip by the end of (B)(6) 2022, the physician asked the patient to follow up before or right after her trip. The final diagnosis was a vascular occlusion. The outcome of the event remained unchanged.